Manufacturer narrative:
The local area sales representative was contacted for additional information. Additional information was received that tachycardia therapy was programmed off in the device pending a revision procedure. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. A physician contacted boston scientific technical services (ts) and reported that the lead also exhibited non-phsiologic noise that resulted in two non-sustained ventricular tachycardia (vt) episodes. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead was explanted and replaced approximately six months later. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.